Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were prescription steroids administered? Were antibiotics prescribed? Were there signs or symptoms of infection prior to the procedure? Were cultures performed? What medical intervention was performed? Results? (Include name, strength & dose) what is the current status of the patient? Product code? Lot number? All answers above are unobtainable.

Event description:
It was reported that a patient underwent a foot trauma with debridement procedure on (B)(6) 2021 and suture was used. The wound was washed thoroughly. Three days later, when the dressing change was given, it was found that the wound suffered from infection. The wound where it was sewed had erythema and a small amount of wound secretion. Additional information was requested.